Manufacturer narrative:
Device analysis: visual analysis of the returned device noted the device was returned without the presence of a needle. As such, functional evaluation was not possible and the reported complaint condition was unable to be verified.

Event description:
Healthcare professional reported a xen®45 gts event described as "inserter was jammed" prior to implantation. No patient contact. Surgery completed with backup device.

Manufacturer narrative:
Device manufacture date: june 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event and product details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "inserter was jammed" prior to implantation. No patient contact. Surgery completed with backup device.